Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was no power to the device. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device would not operate on alternating current (ac) power. The customer verified that the power cord was defective and required replacement. The customer was provided with the part information for a replacement power cord. This investigation is ongoing.